Event description:
It was reported that a flogard infusion pump would not function. It is unknown at what step of the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced at the customer site by a field service technician. Review of the alarm log, visual inspection, and functional testing identified an open door alarm. This confirmed the reported problem. The cause was determined to be a missing door latch magnet. To address this issue, the door latch assembly was replaced. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.